Event description:
Customer reported that a t:slim x2 pump battery would not charge, and the pump screen remained dark and unresponsive. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer to troubleshoot the issue by pressing the button on the pump, using a known working power source, and waiting for at least 30 minutes to see if the pump would begin charging, and planned to follow up. Upon follow-up customer confirmed the pump began charging after leaving the wall adapter plugged into a working outlet for 30 consecutive minutes using the original charging supplies. Battery charging issue did lead to a pump shutdown as well as customer bg did exceed 500 mg/dl. Specific value unknown. Value displayed at "high". Customer did not require assistance from 3rd party and correction bolus via pump was used.